Event description:
This complaint is being reported based on discovery during product analysis on (B)(6) 2012.

Manufacturer narrative:
Follow-up #1 ((B)(4) 2012): device evaluation: the pump was found to have a cracked battery compartment.

Manufacturer narrative:
Recall status report - 2531779-03/24/2010-003-r there is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2012: the pump was returned for investigation and evaluation revealed a force sensor issue that had not been reported by the user. The rewind, load, and prime steps were completed without difficulty. The insulin did not push out during the load step. No cartridge detected warnings were observed in the black box and indicated that the force readings were zero. A force sensor calibration test revealed that the sensor was not detecting correct force. The resistance on the force sensor was measured and found to be out of specifications. The force sensor flex pins were found to be partially dislodged and contamination was found on the force sensor shim. Unrelated to the force sensor issues, the evaluation revealed a torn keypad and faded display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.